Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was occurring due to eri (elective replacement indicator). While assisting with replacement of the pump, the reporter interrogated the pump an eos (end of service) had occurred (B)(6)2015. The reporter was unsure if this alarm was missed. The reporter wondered if the pump was still delivering medication. No symptoms were reported. The pump was used to infuse baclofen (unknown). No intervention was reported for this event. Follow up was being conducted to obtain further information. Should additional information be received it will be added to this event.